Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was observed on the stored egm as non-sustained high rate for the right ventricular (rv) lead. It was noted that the oversensing occurred approximately one month ago. The rv lead remains in use. No patient complications have been reported as a result of this event.